Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pseudo aneurysm off the celiac artery using a ruby coil lp and a non-penumbra microcatheter. During the procedure, after advancing the ruby coil lp ten centimeters into the microcatheter, the embolization coil unintentionally detached within the microcatheter. The physician attempted to aspirate the detached embolization coil out of the microcatheter with a syringe, but was unsuccessful. The microcatheter containing the detached embolization coil was removed from the patient. It was reported that a second ruby coil lp was advanced to the target location, but was too large for the vessel. The second ruby coil lp was removed. The procedure was completed with a new microcatheter and non-penumbra coils. There was no report of an adverse effect to the patient.